Event description:
It was reported that during a cryoablation procedure, the patient developed phrenic nerve palsy (pnp). It was also reported that the temperature was much lower than expected, so the ablation was stopped. The case was switched and completed with radiofrequency. After the case, there was no phrenic capture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.